Manufacturer narrative:
PMA/510k: this report is for an unknown screws: titanium mesh implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: nikunen m, rajantie h, marttila e, and snäll j (2021), implant malposition and revision surgery in primary orbital fracture reconstructions, journal of cranio-maxillo-facial surgery, vol. Xx (xx), pages 1-8 (finland). The aim of this retrospective cohort study was to assess factors leading to revision surgery and implant position of primary orbital fracture reconstructions. Between january 1, 2011 to october 30, 2019, a total of 230 patients (156 male and 74 female; with 232 orbital reconstructions; mean age was 47.6 years; age range 13-91 years) were included in the study. Surgery was performed using a manually bent titanium mesh (synthes/depuysynthes, or competitor), preformed three-dimensional titanium plate (synthes/depuysynthes, or competitor), polymer of polylactide acid or polyglycolic acid or both resorbable sheet (pla/pga/plga, synthes, or competitor), and competitor's patient-specific milled titanium implant (mtpsi) and bioactive glass. The mean follow-up time was 153 days (range 0-862). The following complications were reported as follows: 15 patients (13 male and 2 female) had revision surgery. Among these patients, 5 were implanted with the manually bent titanium mesh and 8 were implanted with preformed three-dimensional titanium plate. Indications for revision surgery were as follows: radiologically unsatisfying implant placement without clinical symptoms in 6 patients (all of these implants were protruding to the maxillary sinus or ethmoids and were graded as poor), combination of suboptimal position and clinical symptoms in 7 patients (restriction in ocular motility in three, several symptoms in three, and double vision in one), and a clinical symptom with radiologically ideal implant position in 2 patients (ocular motility restriction). 1 patient underwent two revision procedures. This report is for an unknown synthes titanium mesh plate, unknown synthes titanium mesh screws, unknown orbital preformed 3d titanium plate/screws constructs, and unknown resorbable implants.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.